Manufacturer narrative:
Evaluation of the returned lightning was unable to confirm the reported event. There was no damaged on the returned device. During functional testing, the audio and visual cues functioned as intended. The reported solid red light could not be recreated; therefore, the root cause could not be determined. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral artery using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician noticed the lightning indicator light turned a solid red during the middle of the procedure while the physician advanced the cat12 over a guidewire through a tortuous segment that took approximately ten minutes under aspiration. During this time, no blood was observed inside the lightning. An attempt was made to flush the lightning gently using a 30ml syringe; however, the indicator light remained red. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.